Event description:
It was reported that catheter issue occurred. The target lesion was located in the superficial femoral artery. After an unknown wire was inserted, an opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the wire became entangled and a bird's nest looking bundle was created when the catheter was turned on. Another vascular access site was created, and the catheter was pulled through a sheath and removed with a snare. The procedure was completed with another of the same device. No patient complications were reported. The patient stayed overnight, received one unit of blood, and was discharged the next day.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the superficial femoral artery. After an unknown wire was inserted, an opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the wire became entangled and a bird's nest looking bundle was created when the catheter was turned on. Another vascular access site was created, and the catheter was pulled through a sheath and removed with a snare. The procedure was completed with another of the same device. No patient complications were reported. The patient stayed overnight, received one unit of blood, and was discharged the next day. It was further reported via medwatch mw5145536 that the target lesion was located in the right common femoral artery. The device was advanced without difficulty. During the procedure, when the device was turned on, the device began behaving erratically and malfunctioned causing a rapid twisting of the internal ivus device wires into a tangled sharp mess of wires. This made removal of the device unsafe and impossible without additional efforts to creatively remove the dangerous wire tangle from the patient's body.